Manufacturer narrative:
Our webtrader account is still in-process and we are filing paper because of technical problems. Review of log files from device. System log files were reviewed. By design high priority alarms persist until acknowledged by the operator. In this event the vfib alarm started at 06:15:38 and was not acknowledged (silenced) until 06:46:12. As soon as the vfib alarm was acknowledged at 06:46:12, the cardiac arrest alarm was immediately issued. The investigation indicates that the system was operating normally and within performance specifications. The information reviewed did not indicate there was any system malfunction that may have contributed to this incident.

Event description:
Customer reported that during shift changeover starting at 06:00, while nurses were outside the room and not monitoring the central monitor, a patient monitor alarmed. The alarms were only recognized by the alarm tone. The stored alarms were as follows: 05:56:05 bradycardia alarm; 06:15:35 tachycardia alarm; 06:15:38 vfib alarm displayed until the arrest alarm); 06:46:12 arrest alarm. The facility is questioning why the arrest alarm displayed and stored at 06:46:12 and not at the time the fib went into the first arrest.